Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) on (B)(6) 2014. The local representative was contacted by the patient's device-following clinic and was informed that this patient had died on (B)(6) 2014 during a revision procedure. The local representative commented that the patient had developed a pocket infection/erosion. Ts was informed that the physician had planned to implant a device on the opposite side. The local representative was not aware of the specific details as the reported infection/erosion, revision procedure and patient death occurred outside of this local representative's territory. Boston scientific received information from another local representative. This representative had been paged on (B)(6) 2014 to perform a device check at a local hospital. The physician wanted the device interrogated to determine whether this patient was pacemaker dependent. The device was interrogated and a review of the electrogram found that the patient was in complete heart block. The physician was contacted by phone with this observation and was told that the device was exhibiting normal function. Additionally, the local representative was informed on this date that the patient had developed an infection/erosion. Visual inspection of the pocket site found that the device had started to migrate and a portion of the leads had eroded through the skin. This representative had no further contact with this patient and was not present during the revision procedure on (B)(6) 2014.

Manufacturer narrative:
(B)(4).